Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. All other parameters were normal. Technical services (ts) was consulted for troubleshooting and programming recommendations. No adverse patient effects were reported. This rv lead remains in service.